Event description:
Caller reported air bubbles and gaps in the tandem mobi cartridge system during pumping. There was no adverse impact on the customer's blood glucose level. Customer primed the tubing to address the issue.